Manufacturer narrative:
Device passed displacement test and self test. No unexpected bolus stopped alarm or pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received time out on insulin pump while giving a bolus. The customer¿s blood glucose was unknown. The customer also stated that bolus stop and sometimes it was not possible to give bolus. The customer performed self test and received hardware low level failure. The device will not be returned for analysis.